Event description:
While inserting a chest tube, it was noted that the wire used in the kit was bent and splintered. It was discarded and a new wire was used. Kit was fuhrman pleural/pneumopericardial drainage set. Lot 16008542. Exp 4/15/2024.